Manufacturer narrative:
Three (3) actual samples were received for evaluation. Visual inspection and functional testing were performed and revealed a leak at the spike port cap of all three samples. The reported condition was verified for the three received samples. The cause of the condition was not determined. The remaining two (2) actual samples were discarded by the customer; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) units of 500ml exactamix eva tpn bag leaked from the administration port while being filled with lactated ringer's solution through the manual additive port. This event occurred during preparation of the bags. There was no patient involvement. No additional information is available.